Event description:
Just prior to the end of the procedure the arterial line tubing separated from the blood gas connector. No bubbles were noted in the line, the perfusionist reconnected the tubing and tie banded the connection. No complication to the pt as a result of this incident.